Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. A 28 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure while pulling out the stent from the guiding catheter, the stent construction was damaged. No patient complications were reported.